Event description:
During servicing of the infinia system, a ge field engineer (fe) was performing adjustment on the collimators. As part of the servicing procedure, the fe loosened the upper screws and retightened them after the upper side of the collimator cart rail was adjusted. The fe then proceeded to loosen the lower screws. At this time, the collimator was in an intermediate position on the support mechanisms. Without assistance being requested, a site technician forcibly pulled one of the collimators in an attempt to load the collimator from the detector side to the cart. As a result of the force exerted, the collimator fell from the support mechanisms and contacted the technician's right foot, injuring his toes. A site physician provided first aid treatment, but the technician reportedly was sent immediately to the emergency department where he received an operation. Information was received from the technician's wife, indicating that the technician was doing fine.

Manufacturer narrative:
There was no system malfunction that caused or contributed to the reported injury sustained by the technician. The collimator fell from its suspension as a result of inappropriate interaction of the technician with the component while it was in an intermediate position due to the service procedure being performed.